Event description:
Patient status post (s/p) mvc with left closed femoral shaft fracture and left closed non-displaced acetabular fracture, s/p left femur intramedullary nail (imn) approximately 7 months ago. Delayed healing and nonunion of the femoral shaft fracture. Recommend she continue the bone stimulator and begin vitamin d supplementation with her low normal vitamin d level of 30. Also recommended proceeding with nail dynamization given the resorption and fracture gap to optimize fracture loading and stimulate healing. Will remove the proximal interlocking screw. Operative report: left femoral shaft fracture nonunion. Able to remove the distal interlocking screw without difficulty. The distal interlocking screw was broken centrally at the time of removal which was not apparent on her preoperative x-rays. Specimens: distal interlocking screw from the synthes rafn system.